Manufacturer narrative:
This report is submitted october 16, 2019.

Manufacturer narrative:
This report is submitted on september 3, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site and was subsequently treated with infiltrations and antibiotics (2019, specific date not reported). Treatment was unsuccessful, resulting in extrusion of the receiver stimulator. Subsequently, the device was explanted on (B)(6) 2019, and the electrode array was left insitu in order to preserve the cochlea for future re-implantation.